Manufacturer narrative:
Frozen screen due to moisture damage on lcd board. Unable to verify button/keypad anomaly due to frozen screen. The insulin pump received with cracked display window corners, reservoir tube lip, belt clip slot and scratched lcd window.

Event description:
It was reported that the insulin pump is not working. The insulin pump has a frozen display. The blood glucose reading is 364 mg/dl. The time display is frozen with no advancement of time. The insulin pump will be replaced. Nothing further reported.